Event description:
Customer reports via phone that during a cardiac cath procedure on a male patient (age unknown) the syringe tip failed and the high pressure tubing detached, spraying fluids on the floor. Customer had loaded the syringe with optiray 320 contrast media, connected the syringe to a medline high pressure tubing, which was connected to a 6fr pigtail catheter to perform a left ventriculogram (lvg). Injection protocol was set at 13ml/sec for a volume of 39ml, 800 psi. When the injection started, the high pressure tubing detached from the syringe, spraying contrast, contaminated with blood on to the floor and staff shoes. Staff loaded another syringe, repeated the lvg without further incident and completed the cardiac cath procedure. No reported injury.

Manufacturer narrative:
The report refers to product code 900101- illumena-syr-w/hf-150ml bx50 with lot number 141780152x. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Because the sample was not provided, the issue could not be confirmed. Corrective action: no corrective actions will be applied since the complaint could not be verified and no sample returned for evaluation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.